Manufacturer narrative:
After initial reporting, it was identified that this MDR was reported in error as the product was identified to not be a stryker medical kalamazoo product. Stryker endoscopy has reported this event for their one of their products using their own system. H3 other text: complaint entered in error.

Event description:
After initial reporting, it was identified that this MDR was reported in error as the product was identified to not be a stryker medical kalamazoo product. Stryker endoscopy has reported this event for one of their products using their own system.

Manufacturer narrative:
H3 other text : the customer has not identified a specific unit or made one available for evaluation.

Event description:
It was reported that the unit had collapsed during a surgical procedure, causing the patient to experience a diaphragmatic injury. Additional information has not been made available by the customer at the time of reporting.